Event description:
A customer reported receiving a minimum fill notification related to their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to load a new cartridge, but the issue persisted even after following the correct procedure. Despite the successful loading of a second cartridge onto the pump, the problem was not resolved, leading technical support to escalate the case for further assistance. The case was eventually closed, as the issue was resolved with the involvement of additional support.